Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the pump was removed due to infection. No further information was provided. Follow-up was being conducted to obtain the drug being delivered via the device, other medications being taken at the time of the event, pertinent medical history, diagnostics performed, and cause of the infection. If additional information is received, a follow-up report will be sent.